Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic, loss of capture was observed. The lead was extracted when repositioning was unsuccessful. The physician attempted implanting multiple replacement leads, but was unsuccessful as the vein was occluded. The physician disabled the tachycardia therapy and uncapped previously capped lead and reuse pace/sense portion of the lead. The patient will continue to be monitored normally.